Manufacturer narrative:
Investigation summary one (1) used. List #ac235, 14"(36cm)appx3.0ml, trifuse ext set w/3 microclave clear¿,3 bcv,4-way nanoclave¿ stopcock(red ring) was returned for evaluation. As received, one of tube was observed to be disconnected from an adapter bonded to the stopcock, the tube was visually inspected through uv light and not enough presence of solvent was confirmed. The od of the tube was measured finding within specification. No additional damage or anomalies were confirmed. Complaint can be confirmed. The probable cause was error during the manual bonding assembly process in the assembly plant. A device history lot # review could not be conducted because no lot number(s) was/were identified. Corrective and preventative actions are in process.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Event description:
The event occurred on an unspecified date and involved a 14"(36cm)appx3.0ml, trifuse ext set w/3 microclave clear¿,3 bcv,4-way nanoclave¿ stopcock(red ring). The patient reportedly disconnected from the device tubing. Upon entering the room, the nurse noticed that the tubing had snapped in half. The patient had unspecified chemotherapy going at the time in the lab port. The tubing that snapped was a trifuse connector on the side closest to the patient, beneath the lab port. There was chemotherapy exposure to the involved patient.